Manufacturer narrative:
Evaluation summary: the analysis results found that the holster displayed l3-017 green cable errors during initialization of functional test because the green cable is damaged near the lemo connector. The firing assembly will not cock properly because the cocking lever is bent. The holster was repaired and functionally tested and was found to meet all specifications.

Event description:
The customer reported that the holster was causing green cable error codes. The error code of l3-017 was coming up after troubleshooting of the cables did not eliminate the problem. There were no paitent consequences due to the doctor was able to extract enough specimens for biopsy. There were no patient consequences reported. Order processed ti-015.